Manufacturer narrative:
The primary surgical notes state that the patient underwent tka to treat severe degenerative joint disease of the left knee. After trials insertion range of motion and stability were checked. Ligament release were required and led to well-balanced gaps and excellent patella tracking. With the final implants, range of motion and stability were found to be excellent throughout with well-balanced gaps and acceptable patella tracking. No intraoperative complications were noted. Two-months post surgery the patient underwent a knee manipulation to increase limited flexion. The revision surgery notes dated a year post primary surgery state that the patient was revised for aseptic loosening. The tibial component was removed and had probably 50% fibrous ingrowth; the pegs were well fixed. The patellar and femoral components were in good condition. Cultures were negative for infection.

Manufacturer narrative:
This device is used for the treatment of the patient. The patient required a revision of tibial component due to pain and possible loosening of tm component. Operative notes for primary and revision surgeries were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehab protocol and adherence thereto is unk. Patient activity information is unk. A definitive root cause cannot be determined with the information provided, however, a field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under 1822565-02-10-2015-002-r. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number.

Event description:
It was reported that the patient was revised due to pain and loosening of tm component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: persona natural femur tm cruciate retaining, catalog #42502806801 lot #62650394. Persona articular surface fixed bearing catalog #4251200610 lot #62607954. Nexgen trabecular metal standard primary patella, catalog #00587806538, lot #62669293. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the product exhibits signs of being implanted due to foreign material in tm pad as well as the tm pegs; the pegs have been cut off and the distal (polished) surface is scratched / gouged. According to x-ray assessment, implant fit and alignment appears standard. It shows possible loosening of tibial and femoral components; however, this was not conclusive for definite loosening. Radiolucencies at metal bone interfaces of tibial and femoral components are nonspecific; however, would be concerning for loosening if they are new or progressive compared with earlier studies. No dislocation or fracture is demonstrated. The femoral component is not considered to be loose as the revision operative notes state the femoral component was in good condition. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.